Event description:
After administering b12 injection in the deltoid, the nurse withdrew the needle and the hub and safety mechanism remained attached to the syringe, but the needle detached and remained in the patient's arm. Enough of the needle showed above the skin line for the nurse to pull the needle out.